Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 3/29/93 and revised on 12/24/96 due to "fluid loss." A pump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be recieved, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in the non-serialized outlet's tubing, anteriorly, at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Opposite the separation, on the posterior side of the tube, a confine area of abrasion is observed. Within the area of abrasion a crease mark is noted. Further examination of the returned components revealed areas of abrasion on each of the exiting tubes. The pattern of abrasion indicates that the tubes were overlapped. Based on qa's examination and the limited info received, qa concluded that while in-vivo the nonserialized outlet's tube was partially kinked and abrading against itself. In addition, both outlet tubes were overlapped and abrading against one another. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the nonserialized tube at the noted site. This rent would have allowed the observed "fluid loss" and rendered the device inoperable.

Event description:
The device was removed due to a "fluid loss". The cylinder(s) pump set and assembly kit component(s) only were removed and replaced.